Event description:
It was reported that the patient was admitted to the hospital with syncope. Interrogation was difficult. Once the pulse generator was successfully interrogated, it was found in elective replacement indicator (eri) with a magnet rate of 88.3 ppm and battery impedance of 7.9 kohms. The device reached eri prematurely, after only 2 years of implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.